Manufacturer narrative:
H6: investigation summary no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A review of the device history record was completed for batch# 2164314. All inspection and challenges performed per the applicable operations qc specification.

Event description:
It was reported that the bd insulin syringe with the bd ultra-fine¿ needle plunger was difficult to move during the injection. The following information was provided by the initial reporter: "consumer reported plunger rod hard to move when injecting into site"

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this. Initial reporter e-mail: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd insulin syringe with the bd ultra-fine¿ needle plunger was difficult to move during the injection. The following information was provided by the initial reporter: "consumer reported plunger rod hard to move when injecting into site"